Manufacturer narrative:
Based on the available information (in the absence of product return) boston scientific concludes that the cause of the elective explant of leads model db-2202-45 serial number (B)(6) and (B)(6) due to a brain tumor was an adverse event related to the patients condition. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were discarded by the medical facility and not returned for analysis, therefore, a technical analysis could not be performed. Based on limited information, the reported event of the patient being diagnosed with cancer and elective explant of devices was to facilitate surgical intervention on a developing tumor. Therefore, engineers concluded and assigned this investigation as adverse event related to the patients condition.

Event description:
It was reported that the deep brain stimulation (dbs) patient was diagnosed with cancer and developed a brain tumor requiring surgical intervention. To facilitate tumor removal, the patient underwent an elective explant procedure in which one lead was removed and the other was cut, leaving a portion implanted. The physician noted that one lead obstructed access to the tumor and could not be fully removed. The patients condition was unrelated to the device or stimulation. The specific serial number of the partially retained lead is unknown; therefore, both are being reported. Physical analysis of the dbs leads was not performed as they were disposed of by the facility. The patient continues under the care of their physician.

Event description:
It was reported that the deep brain stimulation (dbs) patient was diagnosed with cancer and developed a brain tumor requiring surgical intervention. To facilitate tumor removal, the patient underwent an elective explant procedure in which one lead was removed, and the other was cut, leaving a portion implanted. The physician noted that one lead obstructed access to the tumor and could not be fully removed. The patients condition was unrelated to the device or stimulation. The specific serial number of the partially retained lead is unknown; therefore, both are being reported. Physical analysis of the dbs leads was not performed as they were disposed of by the facility. The patient continues under the care of their physician.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Section d6b additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7127598, UDI: (B)(4).